Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. The blood glucose level at the time of the incident was 2.6 mmol/l. Customer stated that they received sensor updating and change sensor alert. It was unknown if the insulin pump was on auto mode. Customer declined troubleshooting for low blood glucose event. The insulin pump will not be returned for analysis.